Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to the procedure for device change-out due to normal eri, high capture threshold was noted. A fluoroscopic evaluation revealed that the right atrial lead was dislodged. The lead was capped and replaced on (B)(6) 2018. Patient was stable before, during, and after the procedure.